Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided customer to prime out air using the fill tubing feature. Customer's blood glucose level was 311 mg/dl.